Manufacturer narrative:
(B)(4). According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of native vessel.

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a gore&#59397;excluder&#59393;aaa endoprosthesis featuring c3 delivery system to repair an abdominal aortic aneurysm. It was reported that during the procedure the left internal iliac artery was unintentional covered with the ipsilateral leg (rlt351414j/ 14948099). The physician commented that the common iliac artery was short and the ipsilateral leg was implanted more distally that he expected. The physician left the left internal iliac artery as untouched. A metal stent was implanted in the left external iliac artery in order to avoid a future occlusion. The patient tolerated the procedure. No further issue was reported.